Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and it would not charge beyond two bars. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned.